Event description:
The patient reported that around 1 pm the v-go detached after 4 to 5 hours and patient experienced a brief pain due to the exposed needle. Patient acknowledged that there was increased movement and interference with clothing as well. Patient reported that the pain was only seconds and resolved itself when she removed the v-go device fully from her abdomen.